Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient visited the hospital, due to high blood glucose (bg) levels >500 mg/dl and ketones present, while wearing the pod between 4 and 24 hours on the hip/buttocks area. The pod was removed and the cannula was noted to be bent. The patient administered a manual insulin injection of 8.5 units by advise of medical staff. At the hospital, the blood gasses were checked only. No further treatment was given.